Manufacturer narrative:
Pump was returned for evaluation following explant. An investigation confirmed an issue with the pump's ability to communicate with the clinician programmer. The clinician programmer was unable to inquire or program the pump. An analysis of the internal components confirmed an issue with the module. A capacitor located on the module was bad/faulty. A current leakage was identified that would cause the battery to drain. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. This issue is considered to be an isolated incident and will continue to be monitored via trending. Internal complaint #: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
Iit was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based. The pump was subsequently explanted. The patient experienced lack of pain relief.